Event description:
The physician was unable to remove the angioguard filter wire after a 5x20 aviator balloon was used. The physician noted there was an "exceptionally tight bend" just after deployment of the stent. The pt's vessels were tortuous. Per physician, the filter wire repeatedly got "hung up" on one of the stent's struts. The filter was eventually dislodged and removed; however, there was a small dissection in the vessel. Cv surgery was consulted and the pt required additional surgical intervention. Post operatively, the pt developed left sided weakness and an MRI showed some acuted infarct. A precise carotid stent 7mm x 30mm x 120cm had been implanted during the procedure. Vascular surgery was consulted during the procedure and assisted in the remainder of the case of stent placement. No additional anesthesia was need beyond what the pt had for the initial procedure.

Manufacturer narrative:
This device is on of two products associated with this event. Please refer to MFR report # 1016427-2009-00075. The complaint received states that during a carotid interventional procedure, the angioguard had withdrawal difficulties, a vessel dissection occurred and the pt suffered a stroke post-operatively. This is a male with medical history including cad, allergies, electrophysiology related characteristic (acc registry), hypertension, previous cerebrovascular thrombosis, CABG, and anemia. The pt presented with increasing shortness of breath, fatigability and angina. The target lesion was side unspecified carotid artery described as exceptionally tortuous. An angioguard device was inserted, tracked and deployed at the target lesion. An unk stent was deployed in the target lesion. Post-dilation was performed with an aviator balloon. The physician noted there was an "exceptionally tight bend" just after deployment of the stent. Angioguard withdrawal was attempted; however, per physician, "the filter wire repeatedly got "hung up" on one of the stent's struts. The filter was eventually dislodged and removed; however, there was a small dissection in the vessel." A cv surgeon was consulted and additional surgical intervention was required. There is no further info regarding the surgical intervention. Post operatively, the pt developed left sided weakness and an MRI showed some acute infarct. The stent remains implanted thus unavailable for analysis. The complaint of angioguard withdrawal difficulties was investigated. The limited info suggests that vessel and device issues may have contributed to the reported difficulty. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima possibly leading to vessel dissection, in an effort to reconstruct viable patent vasculature and treat the artherosclerotic disease process. Review of the info suggests that vessel issues may have contributed to the reported event. Ischemic stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. In this case, the pt also underwent further surgical intervention that may have contributed to the reported event of stroke.